Event description:
It was reported that right ventricular (rv) lead noise was observed. Additionally, an impedance greater than 3000 ohms was noted. Technical services (ts) assessed that there was no oversensing present and it is possible electromagnetic interference (emi). Further testing at implant was recommended. As of this time this rv lead remains in service. No adverse patient effects were reported.